Manufacturer narrative:
The insulin pump powered up properly after battery installation. The unit was received with its operating currents within specification. No battery out limit alarms were noted. The device was also received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The following physical damage was also found: minor scratches on the lcd window and cracked case at the display window corners.

Event description:
Customer reported via phone call that the insulin pump alarmed with a battery out limit before alarming with button error. The patient's blood glucose at the time of incident was 141 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was in a fitness class and that the jumping around might have caused the alarm since the pump was against her body. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.